Manufacturer narrative:
Investigation summary: a relationship between the reported event and the device could not be established, extrusion could not be confirmed due to insufficient clinical evidence. In addition, a full review of the DHR could not be performed because the lot number was not provided. A definitive root cause could not be determined. Potential factors related to the manufacture of the device that may lead to extrusion include, but are not limited to: extrusion: lack of adequate tissue coverage. Previous trauma or infection the instructions for use in the directions for use were reviewed, to determinate if there are indications that ensure the prevention and good handling of the product. For this event, it is considered that the information is suitable for the section of surgical precautions as follows: extrusion: lack of adequate tissue coverage, local trauma or infection may result in exposure and extrusion of the implant. This has been reported with the use of steroid drugs or after radiation therapy of breast tissue. If tissue breakdown occurs and the implant becomes exposed, implant removal may be necessary, which may result in additional scarring and/or loss of breast tissue. Some patients may experience a prolonged wound healing time. Smoking may interfere with the healing process. Delayed wound healing may increase the risk of infection, extrusion, and necrosis. Wound healing times may vary depending on the type of surgery or incision. Establishment labs will continue to monitor for similar complaints/trends.

Event description:
15 days after surgery, her left implant was exposed and had to be removed (with motiva). In (B)(6) 2024, i.e. About 6 months later, I fitted a new prosthesis on this side.

Manufacturer narrative:
Initial assessment: in order to confirm the condition reported, the following information is required and it was requested: clinical history and operatory information (clinical report from the surgeon indicating the evolution of the patient after the surgery and the evolution of the complication). Photographs of the patient (frontal and lateral), showing the appearance of the breast before and after the complication before the explant procedure. The serial number of the reported device. Laboratory tests (blood tests and/or cultures). What is the patient's current condition? Among the potential complications associated with the use of breast prostheses are the risks of device extrusion, with a rate following breast augmentation ranging from 1 to 2 percent1. Extrusion is when a breast implant comes through the skin and becomes exposed, it typically occurs if the incision wound does not heal properly, the tissue dies (necrosis), or there is not enough breast tissue and skin to support the implant 2. Traditional recommendations for these problems dictate antibiotic treatment alone and/or device removal, with delayed replacement of the implant1. Certain factors can increase the risk of extrusion due to improper wound healing and should be always considered. They include2: · breast implants that are too big. · underlying health issues, such as diabetes. · women who smoke. · overexertion, especially right after surgery. · radiation therapy for breast cancer. Gatti, gian luca m.d.; lazzeri, davide m.d.; stabile, marco m.d.; romeo, gianfranco m.d.; massei am. Salvage of an infected and exposed breast device with implant retention and delayed exchange. Plast reconstr surg. 125(1):19e-20e. Doi:10.1097/prs.0b013e3181c2a312. Research nc for h. Extrusion, pain, and cosmetic complications. Accessed july 17, 2020. Https://breastimplantinfo.org/extrusion-pain-cosmetic-complications/ dfu revision: the instructions for use in the directions for use were reviewed, to determinate if there are indications that ensure the prevention and good handling of the product. For this event, it is considered that the information is suitable for the section of surgical precautions as follows: lack of adequate tissue coverage, local trauma or infection may result in exposure and extrusion of the implant. This has been reported with the use of steroid drugs or after radiation therapy of breast tissue. If tissue breakdown occurs and the implant becomes exposed, implant removal may be necessary, which may result in additional scarring and/or loss of breast tissue. Some patients may experience a prolonged wound healing time. Smoking may interfere with the healing process. Delayed wound healing may increase the risk of infection, extrusion, and necrosis. Wound healing times may vary depending on the type of surgery or incision.